Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "wear-through of a modular polyethylene liner." Literature article entitled "wear through of a modular polyethylene liner: four case reports" by c. Anderson engh jr. Md., et al, published in clinical orthopaedics and related research (26 june 2000) no. 383, pp. 175-182 was reviewed for MDR reportability. Four patients in whom the s-rom total hip system polydial polyethylene liner was used illustrated the importance of, and difficulties in, detecting polyethylene wear-through before a complete acetabular revision becomes necessary. The authors analyzed the polyethylene liner wear through for 479 s-rom total hip polydial liners in 479 thas between the years 1984-1987. This article presents four individual cases of polyethylene wear and revision surgery. Each patient was implanted with various depuy hip components and every patient had the s-rom polydial polyethylene liner. The authors conclude that close radiographic follow-up is needed for patients who have polyethylene acetabular liners, particularly after 11 years and beyond, to prevent the need for full tha revision due to poly wear through. The specifics for each individual case are presented below. Please link all complaints to the mother complaint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Visual examination of the images received on (B)(4) confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.